Event description:
It was reported that the balloon would not deflate before use. The syringe was removed from the gate valve and the balloon still did not deflate. A 20 gauge syringe was used as a vacuum to deflate the balloon. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One catheter was received for evaluation. Balloon testing was performed with a laboratory syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached, which is within the specification. Per the instructions for use: 'passively deflate the balloon by removing the syringe from the gate valve.' All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. The complaint was not confirmed during the evaluation; the balloon inflated and deflated normally the syringe was removed from the gate valve. A review of the manufacturing records indicated that the product met specifications upon release. Even though the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.